Manufacturer narrative:
The customer contacted a siemens customer care center and a customer service engineer (cse) was dispatched to the customer's site for a scheduled periodic preventative maintenance (ppm). The cse inspected the instrument, performed a ppm, and ran a daily cleaning procedure successfully. As per the cse's instructions, the customer ran quality controls (qcs) and calibration and verified that the instrument was performing as intended. The cause of the discordant, falsely elevated alpha-fetoprotein (afp) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated alpha-fetoprotein (afp) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an alternate advia centaur xp instrument, resulting lower. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp results.